Event description:
Pt is experiencing pain in the right hip. Pt explained that the doctor advised him that the outcome made his leg or implant 1/2 inch shorter.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued.